Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per receipt of the sample it was noted that the device lacked a serial number; per follow up with the biomedical technician on (B)(6) 2017, the serial number of the device was traced by the ID# written on the device and determined to be (B)(4).

Manufacturer narrative:
The reported issue of the unit having no serial number was confirmed. The root cause of the reported issue of the serial number missing is unknown. The serial number of the device was traced by the ID# written on the device and determined to be (B)(4). The handle and arm assemblies were missing, and the front enclosure was damaged on both handle mounts. There was no serial number label on the unit. The front enclosure was replaced (included handle and arm assemblies) and two hooks were replaced. The rear information label was replaced and the serial number label was installed. The criticore was subsequently inspected and tested by bes-dymax in accordance with bes-dymax standard processes and procedures and was found to fully comply with all requirements and specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: the criticore®monitor requires special precautions regarding emc and needs to be installed and put into service according to the emc information provided in the tables in section 9, emc compliance. Portable and mobile rf communications equipment may affect the criticore® monitor. The criticore®monitor may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Warning: the criticore® monitor should not be used adjacent to or stacked with other equipment and that if adjacent or stacked use is necessary, the criticore® monitor should be observed to verify normal operation in the configuration in which it will be used. Warning: do not immerse or submerge the monitor or turn it upside down when cleaning. Warning: during long-term storage, remove primary batteries. Warning: to avoid the risk of electric shock this equipment must only be connected to a supply mains with protective earth. Caution: do not set alarm limits to extreme values that can render the alarms useless. Caution: use only alkaline d cell batteries. Do not use rechargeable batteries. Do not incinerate batteries. Recycle or dispose of them properly. Contact bard for disposal information. Caution: improper orientation of the batteries within the battery pack can potentially damage the criticore® monitor. Caution: state and federal regulations govern the packaging necessary for return of medical product which may have been contaminated. Refer to local, state and federal regulations when packaging the criticore® monitor for return. Caution: there are no user serviceable components inside the criticore® monitor. The user should not attempt to repair the criticore® monitor. To do so, may void the warranty and could result in erroneous monitor readings. Refer to section 6, maintenance for instructions on how to return the monitor to bard for service and/or calibration. Caution: use of cables or sensors other than those specified for use with the criticore® monitor, except those sold by bard for use as replacement part or repair components, may result in increased emissions or decreased immunity of the criticore® monitor. Caution: the criticore® monitor should be recycled properly per european union directive 2012/19/EU on waste electronic and electrical equipment, july 4, 2012. Do not dispose with ordinary municipal waste. Caution: there are no serviceable components in the criticore® monitor. The user and/or service personnel should not attempt repair of the criticore® monitor. To do so, may void the warranty, and could result in erroneous monitor readings. Note: it is recommended that the monitor receive a maintenance inspection annually, including replacing the lithium coin cell, or more frequently as dictated by hospital protocol. The inspection must be performed at an authorized c. R. Bard, inc. Service facility. To arrange for service from c. R. Bard, inc., call 1-800-526-4455. Note: always perform a functional checkout of the criticore® monitor prior to putting the monitor into service after repair."

Event description:
Per receipt of the sample it was noted that the device lacked a serial number; per follow up with the biomedical technician on 2/26/2017, the serial number of the device was traced by the ID# written on the device and determined to be (B)(4).